Event description:
It was reported that when the acufex profix was taken for cleaning the device was detached from the handle, the jaw was broken. The incident occurred after the procedure, no other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported acufex-pro scissor upbiter, used in treatment, will not be returned for evaluation. Without the reported product a visual or functional evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, the jaw was found to be broken during cleaning. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: excessive force placed on the device during use. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the manufacturing and complaint records was performed for the reported lot, there were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
H10, h3, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection revealed that the shaft had detached from the device handle. There was considerable wear on the device, but no debris. There did not appear to be any broken or missing components. A functional evaluation concluded that the handles could no longer actuate the device since they had become detached. A review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. The complaint was confirmed and the root cause was associated with component failure. Factors that could have contributed to the reported event include rough sterilization processes or more frequent use than anticipated for the device.